Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced discomfort at the ipg site while lying down. As a result surgical intervention was undertaken wherein the ipg was explanted, replaced and buried deeper in the same pocket. Ipg replacement was elective. No allegation was stated against the ipg. Concomitant devices are unknown at this time.